Event description:
New information received notes that the atrial lead was capped and replaced on (B)(6) 2021. Patient condition was stable post procedure.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the atrial lead exhibited inappropriate mode switch due to noise over-sensing. Programming changes were made. Patient condition was stable.